Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance and loss of capture in both unipolar and bipolar configurations.

Manufacturer narrative:
No medwatch form was received.